Event description:
The account generated a discrepant axsym abbott hcv result on a patient. Initially, the emergency room patient tested axsym abbott hcv negative. The patient was admitted to the hospital and a new specimen was obtained which tested axsym abbott hcv repeatedly reactive. Confirmatory testing is pending. The account believes the reactive axsym abbott hcv result to be correct. No information was provided regarding the patient or the reason for the emergency room visit. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - device not returned. Retained kit testing met all specifications. No returns were received for this investigation. The investigation team completed an investigation using a retained sample (stored at abbott laboratories) of axsym abbott (B)(4), list number1d30-20, lot number 75235lf00. The choice of this lot number was based on the delivery dates to (B)(6) in the relevant time frame, due to the fact that the lot number(s) used by the customer was not further specified. Testing of lot number 75235lf00 showed that the calibrator, controls and all sensitivity panels for antibodies directed against core, c100 and 33c -antigen were within the specification range. Furthermore a review of the sensitivity panel test results from the time of release testing compared to these investigation test results gives no indication of a stability issue with this reagent lot. In addition, two (B)(4) seroconversion panels (B)(4) were tested with the retained sample of lot number 75235lf00 and showed the expected number of reactive bleeds for the seroconversion panels (B)(4) and (B)(4) with s/co values comparable to internal historical data. As part of this investigation the investigation team reviewed the complaint and manufacturing records for lot number 75235lf00. Furthermore the complaint records for the other 3 lot numbers shipped to (B)(6) within the timeframe (B)(6) to (B)(6) 2009 were reviewed. This review did not identify any problems relating to the customer's observation. Based on this investigation, it is determined that axsym abbott (B)(4) reagent kit, list number 1d30-20, lot number 75235lf00, is performing acceptably. Taken together the complaint issue regarding the potential false non-reactive patient result is unclear. One explanation could be that a contamination of the customer reagent may have occurred. The following handling and maintenance information may assist the customer laboratory to avoid contamination of the (B)(4) reagent kit: use clean gloves every time when handling the (B)(4) reagent kits. Change gloves that have contacted human plasma/sera. Follow the daily and weekly maintenance as described in the axsym system operations manual, section 9, service and maintenance. Be aware that the manual opening of reagent packs increases the opportunity for contamination repeatedly reactive(B)(4) specimens should be investigated further in supplemental tests such as other (B)(4) specific immunoassays and immunoblot assays or a combination thereof and/or nat tests. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, axsym abbott hcv, list 1d30, that has a similar us product distributed in the us, axsym anti-hcv, list 5c36. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.